Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d; implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) and an svc coil impedance alert was triggered for the right ventricular (rv) lead. The rv lead had high/undefined svc (superior vena cava) coil impedances, noise of short v-v events and high rate non-sustained events. The patient was brought into the clinic were low pacing impedances, oversensing, and noise were reproduced with isometrics. A possible lead fracture was suspected. All rv lead alerts were turned off. The rv lead was later capped and replaced. No patient complications have been reported as a result of this event.